Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that, due to wear of scope cover packing, water tightness was lost, indication on flexibility adjustment ring was unclear, scope cover, light guide lens had a crack, air and water cylinder and suction cylinder had no color, plug unit, connecting tube, and universal cord had a scratch, scope connector cover unit had corrosion due to water leakage, label on suction connector was peeled, second bending section, passive bending section was deformed, connecting tube was snaking, due to a cut on angle wire, bending section cannot be bent in up direction at all. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the colonovideoscope had a broken bowden cable. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: there was a whitish foreign material inside the jet tube or auxiliary jet channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage associated with wear of the s-cover packing. The metal protruding from breakage at the a-rubber is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.